Event description:
It was reported that unit came apart during use in a wrist surgery. The pieces did not make contact with the surgical site, patient or surgeon. The pieces fell to the side away from the patient. It was also reported that there was no delay in the surgical procedure as a result. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot number provided could not be verified; therefore, further investigation cannot be performed.

Manufacturer narrative:
The device is used for treament, not diagnosis.(B)(4): manufacture received date: changed from unknown to 7/27/2012. This is the initial date the product arrived to ansapch for an evaluation.

Event description:
This reported event is for one device instrument.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received and evaluated by reliability engineering. The reported problem was confirmed. This condition was likely due to normal component wear out from use over time, as no signs of improper handling, cleaning, or maintenance were observed.